Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had intermittent power. There was no patient injury associated with this issue. Troubleshooting revealed there was no damage or corrosion seen on the battery compartment or battery cap, and the patient was able to securely tighten the battery cap. The issue was not resolved.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was found to power on properly with vibratory and audible alarms. There was no damage observed to the battery cap or battery compartment. Power loss was observed in the pump history, but could not be duplicated during evaluation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.